Event description:
It was reported that after a fall the patient's lead extensions exhibited high impedances resulting in ineffective therapy. As a result, surgical intervention has occurred to address the issue by replacing the extensions.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.